Event description:
Per the clinic, the patient was prescribed oral antibiotics on (B)(6) 2014, due to pain and swelling at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.